Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a 23 mm sapien 3 case by tf approach in the aortic position, during valve alignment, it was difficult to place the valve on the balloon, but after several attempts, it was managed. At the time of retracting the pusher, the valve moved on the balloon and when trying to reduce balloon volume to help mount the valve on the balloon, blood was observed in the syringe. It was decided to remove the whole system and surgery was needed to retrieve the valve from the groin.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During pre-decontamination of the returned device it was discovered that the crimp balloon was separated proximal to the I/c bond.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. During visual inspection, the valve was observed over the inflation balloon. A crimp balloon separation proximal to the I/c bond was noted. Slight stretching of the guidewire lumen as seen, along with compression on the distal end of the flex shaft and gouges on the flex tip. The returned sheath expanded as designed with no liner tear. Minor sheath distal tip damage was observed. Full fine adjust was performed over the crimp balloon. No abnormalities were observed. Double wall thickness of the crimp balloon proximal to the observed separation was measured. Of note, the area distal to the separation could not be measured as that area consists of the bond area and inflation balloon. Thicknesses deviating from the specification per drawing could have contributed to the reported event and/or be indicative of a manufacturing non-conformance. The crimp balloon double wall thickness was found to be within specification. Additionally, the flex tip outer diameter (od) was measured. The delivery system flex tip is essential for stabilizing the valve during alignment, tracking, and positioning in the native annulus. A flex tip that is too large or too small may impact insertion forces as well as the ability to support the crimped valve. The flex tip od was found to be within specification. A review of lot history revealed zero (0) similar complaints related to ¿delivery system ¿ difficulty with valve alignment¿, ¿delivery system ¿ valve movement on balloon¿, ¿balloon ¿ torn¿, and ¿delivery system ¿ withdrawal difficulty¿. Review of complaint history revealed that the occurrence rate did not exceed the march 2018 control limit for the trend categories ¿valve alignment difficulties¿, ¿valve movement on balloon¿, ¿damaged¿, and ¿withdrawal difficulty¿. A DHR review was performed and did not reveal any manufacturing related issues that would have contributed to the complaint. No IFU/training deficiencies were identified. Inspections and tests during the manufacturing process support that it is unlikely a non-conformance contributed to the reported complaint. Imagery was received and reviewed for the case. The images revealed that tortuosity was present in the patient¿s anatomy. Valve alignment was not being performed in a straight section of the patient¿s anatomy. The valve was partially over the inflation balloon, with heavy valve diving observed as well as tension on the spring and flex shaft. The complaints for ¿delivery system ¿ difficulty with valve alignment,¿ ¿balloon ¿ torn¿, ¿delivery system ¿ withdrawal difficulty¿ were confirmed based on imagery and visual inspection of the returned device. The complaint for ¿delivery system ¿ valve movement on balloon¿ was unable to be confirmed as no imagery of valve movement was provided. Imagery review revealed that the patient had tortuous anatomy and that valve alignment was not performed at a straight section. Per the IFU and training manual procedure, valve alignment should be performed at a straight section, otherwise the valve may unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the valve is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially damage the bond between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Images show heavy valve diving occurred along with tension build up in the system, which likely caused the balloon to tear. Once the balloon tore, it may have started to bunch during alignment. As a result, when the valve was positioned in the native annulus and the flex tip was pulled back, tension in the system would have been released and the balloon may have un-bunched, creating the reported valve movement. As a result, available information indicates that patient/procedural factors contributed to the complaint event. It is likely that the withdrawal difficulty can be attributed to patient/procedural factors. Tortuosity can create challenging angles and cause non-coaxial alignment of the delivery system and sheath during retrieval. The non-coaxiality of the valve and flex tip could have then caused the valve to get caught on the sheath tip, making it difficult to withdraw into the sheath. In addition, if the crimp balloon was torn, the inflation balloon legs can become exposed and more easily catch on the sheath tip. Per the case notes, it was not possible to pull the valve back into the sheath because the ¿alignment attempt had damaged the device and flared the valve to the point where it was not possible to bring it back into the sheath anymore.¿ as a result, the flared valve would be more likely to catch on the sheath tip and the increased valve diameter would be unlikely to fit inside the sheath. Per the training manual instructions, the valve can only be retrieved through the sheath when the valve is still crimped. The partial expansion of the proximal end of the valve would thus lead to withdrawal difficulties through the sheath. As such, the root cause for this complaint can likely be attributed to patient and/or procedural factors. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance was confirmed in the returned complaint sample and the occurrence rates did not exceed their respective complaint control limits, no product risk assessment (pra) is required at this time. Per management discretion, a pra was previously initiated to address the risks associated with valve movement on balloon. Since no product nonconformance was identified in the returned device and the occurrence rate does not exceed the control limits, no further escalation is required at this time. Per management discretion, due to the high criticality of the failure mode, the balloon torn issue and its associated risks have previously been documented and assessed in a pra. However, since no product non-conformance was confirmed in the returned complaint sample and the occurrence rates did not exceed their respective complaint control limits, no further escalation is required at this time.